Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2024-00205. It was reported the patient did not recharge the ipg¿s as recommended. As such, the ipg became inoperable. Surgical intervention is planned to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg was explanted and replaced with a new ipg reportedly effective therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.